Event description:
Corrected information was received that no infold occurred after misloading. Upon reloading of the valve after the first misload, there was an acceptable crown overlap to node 2.5 seen under fluoroscopy. There was no crown overlap present when the valve was inserted in the patient.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated field: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID l-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a ,medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, upon fluoroscopy check of the valve load, a bent strut and frame node overlap to the 4th node was observed and a misload was identified. Best practices were used during loading, but an infold was still present. The misloaded valve was used for implant inside a new delivery catheter system (dcs). It was noted that the infold contributed to the event. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot: (B)(6)); product type: 0195-heart valves. E3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, during the valve load check, a frame overlap was observed and the valve was reloaded and rechecked. It was reported that while loading the valve, if the strut was bent, the valve loader can reposition their hands or try to add the valve back to warm saline to resolve the bent strut. The valve was checked again under x-ray, and an overlap was still present and the valve was used for implant. During the implant, the valve was recaptured one time due to not being at the appropriate height on the annulus.